Event description:
It was reported that the patient had a fall at a nursing home. X-ray confirmed dislodgement of both ra and rv leads. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.